Event description:
It was reported via repair work order that the brakes will not hold. Also, the siderail is loose which could affect latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.